Manufacturer narrative:
.

Event description:
The customer reported no sound on the vm device. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.